Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with foreign matter and mold.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with foreign matter and mold.

Manufacturer narrative:
One photo was returned for evaluation. No sample was returned for investigation. Unable to observe foreign matter from the returned photos as the photos provided were unclear. Review of the DHR shows that there is no abnormality observed during visual inspection for in process inspection and out-going inspection. There was no quality notification was raised for a similar non ¿ conformance for the past one year.